Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii collar did not come with the product. This collar is typically located between the plunger and the body of the device, and serves to prevent premature deployment of the device. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned in an open pouch with the packaging card, but the device was not secured in its original packaged position. The plunger on the delivery device had been deployed. The seal was extended outside of the delivery service tube. No visual irregularities were observed on the seal. The white collar was not present. Since the device was not received in its original packaged condition, we are unable to conclusively determine why the collar was missing; however, we have not seen a trend associated with the collar missing, and the effects are limited in that a replacement device can be used to complete the procedure. (B)(4).